Event description:
It was reported that the wake button on the customer's insulin pump required excessive force to operate. There was no reported impact to the customer's blood glucose level. The device was expected to be returned, and a replacement pump with a new serial number was arranged.